Event description:
It was reported the patient experienced a loss of therapeutic effect. This was indicated to have begun the day prior to report. The patient was running to the bathroom constantly. It was noted the patient did not feel the therapy, but did before. Stimulation was increased on multiple programs and without the patient feeling stimulation. The patient was able to feel stimulation in their tailbone region when on program 3 at 2.3v. It was indicated the patient felt a ¿tad of a shock¿ at 2.3v, so stimulation was lowered to 2.2v. Information received almost three weeks later indicated the patient did not have concerns with their device or therapy. It was stated that patient had received assistance from their doctor or manufacturer representative. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v644344, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient . (B)(4).